Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that via a remote monitoring report it was discovered that the patient's right ventricular (rv) lead displayed increased sensing integrity counter (sic), t-wave oversensing (twos), noise and decreasing impedance trend. A potential insulation breach is suspected. No reprogramming has been completed at this time and the patient will present for an in-office visit for provocative testing at a future date and treatment plan will be established at that time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.